Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to total loss of capture and intermittent undersensing. No adverse patient events were reported. Should additional information be received this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. Furthermore, a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. It is reasonable to assume that mechanical forces applied during the surgery contributed to this observation. In addition, cuts in the insulation were observed which occurred most likely during the extraction procedure. Blood penetrated the lead. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.